Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right atrial (ra) lead was implanted, multiple impedance tests revealed that the ra lead exhibited high pacing impedance. The ra lead was not used and replaced. The patient remained stable throughout the procedure.